Event description:
Device 2 of 2: reference MFR report number: 1627487-2019-04862. It was reported that during the patient's ipg replacement, the leads were replaced due to high impedance. Therapy was restored post-operatively.